Manufacturer narrative:
H.6. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges a false positive when using rapid detection of sars-cov-2 veritor (material#: 256082), batch number 3201555. The customer reported that they received a positive result with the patient sample using the veritor analyzer and detected some visual debris around the positive line on the test device. They then repeated the test on a new device from the same lot with the same sample and received a negative result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
Eua(B)(4). It was reported that after using the bd rapid detection of sars-cov-2 veritor assay, there was some "debris" around the positive line on the test cartridge after the incubation period. When they read the test cartridge in the veritor analyzer, it gave a positive result. The user had some concerns for the anomaly on the test cartridge and ran a second test using same sample on a new cartridge from the same lot. Result came back as negative. No patient impact was reported.

Manufacturer narrative:
(B)(4). Initial reporter phone number: additional phone # (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
(B)(4). It was reported that after using the bd rapid detection of sars-cov-2 veritor assay, there was some "debris" around the positive line on the test cartridge after the incubation period. When they read the test cartridge in the veritor analyzer, it gave a positive result. The user had some concerns for the anomaly on the test cartridge and ran a second test using same sample on a new cartridge from the same lot. Result came back as negative. No patient impact was reported.